Event description:
Device 1 of 2. Reference MFR report#1627487-2018-12639. It was reported that high impedances were noted on two lead contacts. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced. Reportedly, therapy was restored post-operatively.